Event description:
Around [time redacted], patient called out, charge rn entered room to patients IV tubing disconnected at the equashield connector, the piece that is directly connected to the tubing, referred to as the 'female' piece. There was fluid and presumably methotrexate on the floor and the patient's linens as well as blood. Charge rn called this rn who also attended to the room. On arrival the patient had blood on his linens as well as in one of his lumens, which had both the equashield connectors still attached. Due to the break in the line, a new bag was needed. The methotrexate, bicarb fluids, and tubing were all discarded of according to policy. The part of the equashield that came undone was the piece that is never supposed to come undone, typically when chemo is done you have to get new tubing due to this. This is also the reason the line was still open when this came undone, because equashield was still engaged, resulting in blood in the lumen that presumably had clotted. Line was restored.